Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked close to the handle section, indicating excess manipulation on the device. Microscope examination was performed, and it was confirmed that there was one hit found on the bushing. Dimensional examination was performed on the outside diameter of the bushing, and it was confirmed to be within specification. No other issues with the device were noted. The device returned without the clip assembly and it is important to mention that the presence of this component is important to the investigation in order to analyze any failure that could contribute to the deployment difficulties. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2020. During procedure, when the doctor opened the clip, it was found that one of the clip arms was broken. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that there was one hit found on the bushing; therefore, this is now an MDR reportable event (see for investigation details).